Event description:
Same case as MFR #: 2134265-2010-02088. Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that six months post procedure instent restenosis occurred. In (B) (6) 2009 three non-bsc stents were deployed to treat an occlusion in the mildly calcified and non-tortuous left superficial femoral artery. Access was obtained through the right femoral artery. The stents were post dilated with a .035 - 5/100/120 and .035 - 5/40/120 polarcath balloon. There were no patient complications. Patient status is reported as ¿improved abi's and symptoms¿. (B) (6) 2009 intervention was preformed to treat instent stenosis and decrease in abi. The patient was experiencing mild claudication at the time of the event. The patient was treated with laser atherectomy and a non bsc stent. Patient status reported as "improved abi's and symptoms".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).